Manufacturer narrative:
Based on the calibration and qc data, a general reagent issue could be excluded. The investigation did not identify a product problem.

Manufacturer narrative:
The analyzer's serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable iron2 results for 1 patient sample on a cobas 6000 c501 module. The initial result was 175.47 ug/dl. The repeated result was 181.90 ug/dl. The sample was tested in another laboratory using another method (atellica, siemens) and the result was 89 mcg/dl.